Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced issues with their stimulation turning off for no apparent reason, leaving them in pain. The patient noted that the stimulation would turn off randomly, sometimes when moving around, and that the frequency of these occurrences was increasing. The patient reported waking up with the stimulation off and experiencing it turning off in the afternoon the previous day, resulting in pain until they could access their controller. Troubleshooting steps included removing the battery pack and plugging the controller into the ac power supply cord, after which the patient confirmed the controller powered on. The battery was reinserted, and the patient confirmed a solid green light above the controller screen, with the controller at 100% and the implant at 50%. The stimulation was confirmed to be on, but the issue was not resolved. The patient was redirected to their healthcare provider for further assistance.